Manufacturer narrative:
(B)(4). Insulin pump received with cracked retainer and burned case. However, test reservoir lock properly inside the reservoir tube. Unit passed displacement test and selftest noted.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer stated that the insulin pump was broken because of the accident. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.